Manufacturer narrative:
Medical device expiration date: n/a. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip was partially obstructed by plastic with a bd syringe 10ml ls bulk non-printed eto res. This occurred on 80 separate occasions before use. The following information was provided by the initial reporter: visual inspection identified excess plastic across the luer tip. The plastic appeared to be attached to the syringe tip, and measured approximately 1.0mm x 0.5mm, obscuring approximately one third of the opening.

Manufacturer narrative:
Investigation: our quality engineer inspected the returned photo and confirmed the reported observation of foreign matter on the syringe tip. However, since an actual sample was not returned, the type and source of the foreign matter could not be determined. The complaint is confirmed, and product is out of specification. CAPA# 624191 was raised to address on foreign matter. Root cause could not be determined as no sample returned for investigation.

Event description:
It was reported that the tip was partially obstructed by plastic with a bd syringe 10ml ls bulk non-printed eto res. This occurred on 80 separate occasions before use. The following information was provided by the initial reporter: visual inspection identified excess plastic across the luer tip. The plastic appeared to be attached to the syringe tip, and measured approximately 1.0mm x 0.5mm, obscuring approximately one third of the opening.